Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient had the temporary unit the wire line to the nerve got infected. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information was received. It was reported that the first infection was after the stage one implant on (B)(6) 2011. It was stated that the patient had pain at the incision site, as well as nerve pain. It was noted that the incision was warm to the touch. On (B)(6) 2011, the physician thought there was a possible abscess and the patient's condition didn't improve with antibiotics. On (B)(6) 2011, the stage one lead was removed. The infection resolved and the patient recovered without sequela.